Event description:
On october 1, 2023, senseonics was made aware of an adverse event where an unknown user alleged of having an experience of a failed removal attempt and getting it removed by a surgeon.

Manufacturer narrative:
The user complained of a failed sensor removal attempt which led to a referral to a surgeon for removal. The user's contact information could not be obtained, thus further follow-up was not possible.